Event description:
It was reported that during a coronary artery treatment procedure, a balloon rupture occurred. The lesion, which was located in the distal left circumflex (cx), exhibited a 99 % stenosis. The lesion was calcified and the vessel was very tortuous. The physician crossed the lesion with the guidewire, but was unable to cross with ivus and the 2.5x20mm non-bsc balloon. The physician removed the non-bsc balloon and advanced the 1.5x15mm maverick balloon to the lesion. The balloon was inflated on the first inflation to 12 atms. On the second inflation at 12atms, the maverick balloon ruptured. The procedure was completed with a 1.3x10mm non-bsc balloon. There was no injury to the pt and the balloon was fully removed with no pieces remaining in the pt. The pt condition is listed as good.